Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The reported error was found in the event history log. An occlusion test was performed but the reported issue was no duplicated. Preventative maintenance was performed.

Event description:
Information was received indicating that the medfusion 3500 pump displayed a system failure, a primary audible alarm background test.. There was no patient involved.